Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic] and noise was present. It was also reported that a patient alert was triggered. Multiple attempts to reprogram the lead to stop the oversensing and noise were unsuccessful. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=180 ms on (B)(6) 2012, at 14:49:04. Five - lfp high rate-ns <= 215 ms average v-cycle between (B)(6) 2012, 16:19:02 and (B)(6) 2012, 13:33:40. Sensing - interference/noise: ventricular short interval count v-sic=90.6 counts avg/day, in 1.03 days, between (B)(6) 2012, 12:29:23 and (B)(6) 2012, 13:06:53. Std review - lead integrity alert triggered: 2 - patient alerts for lead failure predictor on (B)(6) 2012, 16:19:02 and (B)(6) 2012, 08:32:22. Impedance - low resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011, 15:00:06. Weekly pace impedance trend data shows a spike impedance decrease for min atrial pace bi impedance = 190 to 171 ohms minimum between (B)(6) 2011, then returning to 228 ohms on (B)(6) 2011.